Event description:
The customer reported that a drop of blood leaked from the coulter act diff 2 analyzer probe and onto the tube. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
Customer technical support (cts) assisted the customer with powering off the unit and cleaning the probe and wipe. After cleaning, the system was powered on and ran blank sample with no drips. As of (B)(4) 2013 there has been no recurrence of the event reported by the customer. Field service was not dispatched to site for this event. (B)(4).